Manufacturer narrative:
(B)(4). Batch # m55m9y. Additional information was requested and the following was obtained: please describe the damage to the distal end of the colon. No information. Was the post-op care changed for the patient based on the damaged to the colon? No. What is the current patient status? No information. Will all pieces be returned with the device? No information. If no, were they discarded? Na. The analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with no reload loaded in the device. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however, there is insufficient evidence to determine the cause of the higher loads. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an open unknown procedure, the firing knob was broken off when the firing was completed at the fourth firing of functional end to end anastomosis. The proximal end of the firing knob was returned to the home position with a forceps. The distal end of the colon was damaged when the firing knob broke, so the site was repaired by hand suture. The staple height was gold. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.